Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was provided, a manufacturing review is currently being performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a history of pe and a contraindication to anticoagulation. The right groin was prepped with a preoperative skin preparation and sterile drapes placed. Access was obtained to the right common femoral vein using micropuncture technique. A venacavagram revealed no filling defect in the iliac vein or the ivc and the renal veins were evident. The filter was deployed at the renal level. A completion venacavagram revealed adequate positioning at the level of the renal veins with no tilt or malpositioning. Hemostasis was obtained by manual pressure and the patient was transferred to the post anesthesia care unit (pacu) in stable condition. Twelve days post filter deployment, a filter retrieval procedure was performed for suspicion of an infected ivc. In the interval of filter placement, the patient had resumed anticoagulation, but had developed staph aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria. Therefore, the ivc filter needed to be removed. Access was gained to the right internal jugular vein using a micropuncture technique. A venacavagram revealed no thrombus present in the filter. The hook of the filter was grasped and the filter was removed. The filter was identified to be removed in a complete unit. Manual pressure was held at the neck and hemostasis was obtained. The patient was transferred to the pacu in stable condition. At an unknown time, a single lumen peripherally inserted central catheter was successfully placed via the right basilic vein. Image/photo review: no medical images have been made available to the manufacturer. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - this device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices - particularly those with long and small lumina, joints, and/or crevices between components - are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. - do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing, and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. - infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), allegedly a procedure was performed to remove a vena cava filter because patient had developed staphylococcus aureus bacteremia. Post filter removal, bacteremia was identified on the vena cava filter. The patient status at this time is unknown. New information received: medical records were received and reviewed. Twelve days post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient had developed staph aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria and needed to be removed. The filter was successfully removed via the right internal jugular vein. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a history of pe and a contraindication to anticoagulation. The right groin was prepped with a preoperative skin preparation and sterile drapes placed. Access was obtained to the right common femoral vein using micropuncture technique. A venacavagram revealed no filling defect in the iliac vein or the ivc and the renal veins were evident. The filter was deployed at the renal level. A completion venacavagram revealed adequate positioning at the level of the renal veins with no tilt or malpositioning. Hemostasis was obtained by manual pressure and the patient was transferred to the post anesthesia care unit (pacu) in stable condition. Twelve days post filter deployment, a filter retrieval procedure was performed for suspicion of an infected ivc. In the interval of filter placement, the patient had resumed anticoagulation, but had developed staph aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria. Therefore, the ivc filter needed to be removed. Access was gained to the right internal jugular vein using a micropuncture technique. A venacavagram revealed no thrombus present in the filter. The hook of the filter was grasped and the filter was removed. The filter was identified to be removed in a complete unit. Manual pressure was held at the neck and hemostasis was obtained. The patient was transferred to the pacu in stable condition. At an unknown time, a single lumen peripherally inserted central catheter was successfully placed via the right basilic vein. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Twelve days post successful filter deployment, the filter was removed as it was suspected that the filter might have seated the staphylococcus aureus bacteremia infecting the patient. The investigation is confirmed for infection based on the provided medical records. However, the overall investigation is inconclusive as the relationship between the filter and the infection is unknown. It is unknown the relationship between the filter and the infection. It is possible that the bacteria entered the bloodstream which could infect and/or adhere to clot/tissue trapped within the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - this device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices - particularly those with long and small lumina, joints, and/or crevices between components - are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. - do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing, and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Potential complications: - infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), allegedly a procedure was performed to remove a vena cava filter because patient had developed staphylococcus aureus bacteremia. Post filter removal, bacteremia was identified on the vena cava filter. The patient status at this time is unknown. New information received: medical records were received and reviewed. Twelve days post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient had developed staph aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria and needed to be removed. The filter was successfully removed via the right internal jugular vein. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Additionally, the facility where the filter was implanted is unknown; therefore, the sterility records and biological testing reports could not be reviewed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Medical records were not provided. The investigation is inconclusive for the alleged filter containing staphylococcus aureus bacteremia. It is possible that the bacteria entered the bloodstream which could infect and/or adhere to clot/tissue trapped within the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) state: warnings:- this device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices - particularly those with long and small lumina, joints, and/or crevices between components - are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing, and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Potential complications:- infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), allegedly a procedure was performed to remove a vena cava filter because patient had developed staphylococcus aureus bacteremia. Post filter removal, bacteremia was identified on the vena cava filter. The patient status at this time is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with mediastinal hematoma while being on anticoagulation for pulmonary embolism and descending arch graft placement. Twelve days post vena cava filter deployment for a history of pe and contraindication to anticoagulation, the patient had developed staph aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria and needed to be removed. The filter was successfully removed via the right internal jugular vein. The patient was hemodynamically stable at the conclusion of the procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Twelve days post filter deployment, the filter was retrieved for suspicion of an infected ivc. In the time interval from filter deployment to filter removal the patient had resumed anticoagulation and had developed staphylococcus aureus bacteremia. The source of the infection had not been identified; however, it was suspected that the filter might have seated the bacteria. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed for infection based on the provided medical records. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate h10: d4(expiry date: 07/2013),